Event description:
It was reported the patient experienced weakness in her right leg. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 where her lead was explanted and replaced with 2 model 3186 leads. Follow-up information revealed the patient has effective stimulation coverage and the leg weakness has improved. The patient may undergo rehabilitation for 2 weeks as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.